Event description:
The customer's mother reported via telephone the customer's insulin pump alarmed no delivery while filling the tubing. Troubleshooting found the insulin pump working as designed. The customer's reported blood glucose value was 552 mg/dl. It was advised to monitor the blood glucose and to call the helpline back if the issues recurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.